Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: manufacturer¿s analysis confirmed the customer comment that the display of the programmer flickered; the flex cable of the liquid crystal display (lcd) screen was broken. It was also found that the keyboard slides were broken, and the touch screen was damaged at the top of the glass, creating a permanent deviation at the top of the screen. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer, originally returned due to a flickering screen, was returned and subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.